Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. There is no indication that the access accutni+3 reagent was returned for evaluation. The fse evaluated the unicel dxi 600 access immunoassay clinical system, but did not see any evidence of an instrument malfunction. In conclusion: the cause of this event cannot be determined with the available information.

Event description:
The customer contacted bec (beckman coulter) to report non-reproducible troponin I (access accutni+3) result on the laboratory's unicel dxi 600 access immunoassay clinical system serial number (B)(4). The patient's sample (designated as sample one) was processed on the unicel dxi 600 access immunoassay clinical system serial number (B)(4) and an elevated result, above the assay's normal reference range was obtained. The sample was then processed on a second unicel dxi 600 access immunoassay clinical system serial number (B)(4) , and a result within the normal reference range was obtained and reported outside the laboratory. The customer reanalyzed the same patient sample on the original unicel dxi 600 access immunoassay system two (2) additional times and obtained results within the normal reference range of the assay there was no change to patient care or treatment which occurred in association with this event. The customer reported system check and calibration recovered within assay and instrument specifications at the time of the event. The customer also reported quality control (qc) was recovering within customer established specifications pre and post event. The sample was collected in a lithium heparin gel tube that was centrifuged for five (5) minutes at 5140 revolutions per minute at ambient temperature. The customer is not reporting any issues with sample integrity. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.